Event description:
A (B)(6) male admitted with diagnosis of failed right hip arthroplasty due to acetabular component loosening with extensive bone loss. Per record, first right hip surgery was on (B)(4) 2010, approximately two years later he started having pain involving the groin region of the right hip and difficulty with ambulation. X-ray's revealed that the acetabular cup had become loosened and was shifted into a vertical position. The patient was admitted for revision of hip arthroplasty on (B)(6) 2012. At present admission the patient underwent complex revision, right total hip arthroplasty with bone grafting and acetabular cage. Intra-op per surgeon, noted the graft failed to incorporate and eventually the fixation of the existing cup had broken with screw fracture. Also mentioned, component had also drifted into the pelvis with repeat protrusio deformity.